Event description:
It was reported a volume discrepancy occurred; the actual residual volume was greater than the expected residual volume. When the patient came back for a pump refill the pump was still full ¿so it was not releasing medication¿. The patient reportedly had the pump replaced due to a flipped pump and the volume discrepancy. The device system was used to deliver fentanyl, clonidine, bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).